Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, patient was undergoing kyphoplasty when the trocar needle broke and was retained in the patients bone. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.